Event description:
It was reported to philips that the unit was not correctly transferring over to high flow therapy. A good faith effort was sent asking for clarification if this is an alleged malfunction or a general device use/training question. Patient or user involvement information is unknown and was requested from the customer. The customer did not respond. No patient or user harm was reported. The customer spoke with a philips remote service engineer (rse). The customer was wondering why the circuit needed to be disconnected while a patient was on the unit in order for the unit to go into standby mode. The rse provided the customer the v60 user manual which explains standby mode. The clinical support specialist later spoke with the customer and explained standby mode. The customer was invited to attend an online training regarding high flow therapy and the v60. Many good faith efforts have been made to obtain additional information from the customer however there was no response. The resolution and disposition are unknown.